Event description:
The infusion pump was rec'd at the svc facility with a vague report that it was used on a pt and the add'l device was "not pumping the correct amount." No add'l clinical info was able to be rec'd. No pt injury was reported.